Event description:
The customer reported the system displayed a charger failed error message at boot up. When this error occurs during boot up it may prevent the system from booting fully. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger board was replaced and the high voltage cables were regreased. The system was then found to be operating as intended.